Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:03, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The software version of the device is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:03. The root cause could not be determined and no repairs were performed as this is a stay-in device. Trend review determined that similar reports have been received by baxter. Service history review determined that this device has not been previously sent into service for the reported condition of "failure code 810:03." A follow up report will be submitted if additional information becomes available.

Event description:
Summary: it was reported through clinic notes dated (B)(6)2010 that a vns patient experienced an increase in seizures. System diagnostics performed at the office visit indicated the patient's vns was at eos as it read ok/ok/3/yes. Current interventions planned at the moment are to replace the patient's vns and increase medications. Moreover, another note dated (B)(6)2010 indicated the patient was experiencing an increase in seizures along with an increase in depressive symptoms. No suicidal ideations were noted and poor mood was read. System diagnostics at the office visit were ok/ok/2/no. Interventions taken were to increase medication levels. Follow-up with the treating epileptologist through a company representative indicated the reported increase in seizures in the notes of (B)(6) and (B)(6) were due to possible stress and non-adherence to the medications prescribed. Moreover, the increase in seizures was not above pre-vns baseline at either march or august. Furthermore, the epileptologist could not provide his medical judgment on the patient's depression as he indicated the patient's depression was not primarily treated/managed by their neurology department and the increase in seizures may be contributing to the increase in depression. Furthermore, the patient underwent generator replacement as scheduled. Good faith attempts to obtain the explanted generator returned to the manufacturer have been unsuccessful to date.